Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10232. It was reported the patient lost therapy in the area covered by the left supra-orbital lead (off-label use). An sjm representative met with the patient and reprogramming was unable to resolve the issue. Lead diagnostics showed multiple low impedances. The patient was involved in a car accident several months ago, and previously lost occipital therapy (reference MFR report 1627487-2015-12372 and 1627487-2015-12373 ). Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-10232. Reference MFR report: 1627487-2015-10300. Follow up information identified the patient underwent surgical revision of occipital and super orbital systems. Both systems were replaced with new ones due to impedances, fractures and fluid. The patient is now receiving effective stimulation. (Reference MFR report 1627487-2015-12372 and 1627487-2015-12373 for occipital)